Event description:
It was reported that the ultrasound gastrovideoscope had tear. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope "tip has a tear".

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pnholes in the adhesive on the distal light guide lens and missing adhesive (ke45) on the distal forceps cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.